Event description:
Device malfunction: premature stent deployment. Time of malfunction: during the procedure, after contrast medium injection; symptoms/ae: removal of stent with snare. Time of syndrome/ae: during the procedure. It was reported that, during a stenting procedure of the right iliac artery (off-label use), the physician inserted a introducer sheath for vessel access and successfully advanced a supracore guide wire to the target lesion. The physician did not pre-dilate the target lesion. The physician advanced the stent delivery sheath to the target lesion and decided to recheck the lesion location by injecting contrast medium through the delivery sheath. After he injected the contrast, he noticed the contrast medium had caused the stent to jump prematurely off the delivery catheter. The stent migrated distal to the aorta. The physician was able to snare the stent and remove it from the patient's vasculature as one unit. There were no reported patient affects or consequence. No additional information is available.